Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image disappearing could not be determined as the issue was not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and there was no image due to incorrect handling. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when you move the up and down command key on the evis exera iii bronchovideoscope, the image disappears. The issue was found during preparation for use. The intended procedure was diagnostic. No patient harm was reported. The device was returned and evaluated, and there was no image on the device. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.